Event description:
It was unable to transduce patient's icp value to icp monitor.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. The supplier's investigation also included a review of quality records, which found that the device met all quality testing/inspection specifications prior to distribution. The evaluation of the returned sensor found that the catheter material was cut and mashed 5 cm from the tip of the sensor case, internal wires were exposed at the cut site, foreign residue (rust color) was found insude the sensor case and underneath the sensor, the sensor wire was corroded into two pieces inside the sensor case. No testing was possible due to the condition of the device. Based on their evaluation of the device the supplier was able to confirm the reported failure and determined the cause to be mishandling of the catheter. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.